Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID e2dr01aa implantable pulse generator (ipg) implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported that during a generator change out procedure, a loss of capture and increased impedance were noticed on the existing right ventricular (rv) lead. The existing rv lead was capped and replaced by a new rv lead. The device was changed to a single chamber device. No patient complications have been reported as a result of this event.